Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery but that the alarm was resolved by a reservoir change. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot and indicated that she would not return the set or reservoir for analysis. The customer was advised to call back if the alarm occurs again to troubleshoot at that time. No further information was provided.